Event description:
Patient or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is a not conventional customer complaint. In this case, the device was explanted after an implant duration of approximately one year and two months (14.47 months) due to unknown reason. The same model but one size larger was implanted as a replacement. No further details were provided. Information was learned through our (B)(4) implant patient registry. The device will not be returned as it was discarded by the hospital.

Manufacturer narrative:
Device not returned. A review of the manufacturing and inspection records related to this device was completed and the results demonstrate that the device met all specifications. No surgeon contact information has been provided. No additional information has been provided including operative report and patient records. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, and procedure factors. It is typically not related to product malfunction. Without the added contact information of the surgeon, we are unable to confirm reason or determine root cause for this event.